Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 487 mg/dl. The caller stated that the customer was getting no delivery alarms prior to the event. The caller felt that the customer has been using faulty infusion sets which has been causing the alarms. The caller wanted the infusion sets replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.